Event description:
It was reported that customer experienced recurring cartridge alarms identified as cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, instructed customer to place affected pump in storage mode and return it with a prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.